Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting with the apex against the inferior vena cava (ivc) wall, 4mm mesenteric perforation, possible filter migration within the inferior vena cava (ivc) and multiple fractured filter struts. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting with the apex against the inferior vena cava (ivc) wall, 4mm mesenteric perforation, possible filter migration within the ivc and multiple fractured filter struts.